Manufacturer narrative:
Due to character limitation at e1 event site full name: (B)(6) hospital additional initial reporter name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a functional check performed by hospital staff the cardiosave intra-aortic balloon pump (iabp) had pneumatic module leak test fail. There was no patient involved and no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field- h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that pneumatic module leak test did not proceed due to insufficient helium. The fse identified the o-ring at the connection between the main unit and the cart was broken. Therefore, the o-ring was replaced. Once completed, the unit completed leak test successfully.